Event description:
It was reported that prior to use, 10 boxes of bd¿ columbia agar with 5% sheep blood, plate, 90 mm x 120 were contaminated. The following information was provided by the initial reporter: 10 boxes are contaminated, storage was correct and temperature is being monitored.

Manufacturer narrative:
H6: investigation summary: it was reported that plates from 10 boxes were found to be contaminated. Complaint history was reviewed and a trend was identified for this product. The bhr was reviewed. No deviations from validated manufacturing processes were identified. Picture sample was provided showing contaminated plates. The retain samples were reviewed and a deviation was not detected. This product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. Based on the internal investigation, this complaint can be confirmed for contamination. Since a trend was identified, a thorough investigation is currently underway.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: department of infectious diseases ((B)(6) university hospital) there is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood catalog number 221263 which is a class 1, pre-amendment device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, 10 boxes of bd¿ (B)(6) agar with 5% sheep blood, plate, 90 mm x 120 were contaminated. The following information was provided by the initial reporter: 10 boxes are contaminated, storage was correct and temperature is being monitored.